Event description:
Note: the date of the event is unk. It was reported to boston scientific corp that a flexima biliary stent system was used for a bile duct stenting procedure on a pt. According to the complainant, during the procedure, resistance was felt when the inner sheath was retracted for the stent to be released. The inner sheath became stretched and the stent was unable to be released. The procedure was completed with a different device (device and MFR are unk). There were no pt complications as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received; however, the evaluation has not been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (6)